Manufacturer narrative:
The insulin pump powered up after battery installation. However the pump was received with a continuous loop at the medtronic logo, problem isolated to pcb 2. Unable to perform the full functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify no communication or sensor signal not found due to loop at the medtronic logo.

Event description:
The customer's family reported via phone call that there was loss of communication. The customer's blood glucose was unknown. There was sensor signal not found alarm. The troubleshooting was performed. The product will be returned for analysis.